Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: an operative report detailing ¿repair approximately 10 years ago with mesh reinforcement¿ was not provided.] (B)(6) 2009: (B)(6) center. (B)(6) md. Radiology ¿ CT abdomen/pelvis. Indication: severe abdominal pain. Impression: supraumbilical ventral hernia containing mesenteric fat. (B)(6) 2010: (B)(6) center. (B)(6) , md. Radiology -CT abdomen/pelvis. Impression: mild sigmoid diverticulosis. (B)(6) 2010: (B)(6) center. (B)(6) md. Consultation. History of irritable bowel syndrome. (B)(6) 2010: (B)(6) center. (B)(6) md. Discharge summary. Does smoke, says going to quit. Medications: prednisone. Final diagnoses: asthmatic bronchitis. (B)(6) 2010:(B)(6) center. (B)(6) md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain. Impression: small ventral hernia in upper midline abdomen containing only fat. (B)(6) 2010: (B)(6) center. (B)(6) md. History and physical. Abdominal pain. Medications: aspirin. Social history: did smoke cigarettes in past. Abdomen: moderate right upper quadrant, midepigastric tenderness to palpation. Does appear to be a ventral hernia, however, due to pain was not well palpated. Admit. (B)(6) 2010: (B)(6) center. [Illegible signature]. Anesthesia record. Weight 97 kg. Tobacco, quit 1 [illegible] ago, 1 pack per day. History of obesity, gastroesophageal reflux disease. Asa class 3. (B)(6) 2010:(B)(6) center. (B)(6) md. Operative report. Preoperative diagnosis: symptomatic, recurrent ventral incisional hernia. Postoperative diagnosis: symptomatic, recurrent ventral incisional hernia. Operation: repair of recurrent ventral incisional hernia with combination gore tex/polypropylene mesh reinforcement. Complications: none. Indications: the patient presents with a painful hernia at the site of prior mid abdominal ventral hernia repair. The patient states this was repaired approximately 10 years ago with mesh reinforcement. CT scan confirms herniation of intra-abdominal fat into the subcutaneous tissue at the site of the hernia. This corresponds to the area of exquisite tenderness on the physical examination. Procedure: ¿the patient was brought to the operating room and placed in supine position on the operating table. After induction of general anesthesia, the abdomen was prepped and draped in sterile fashion using chloraprep solution. A longitudinal incision was made over the palpable lump. The subcutaneous tissue was dissected down to a large fat-containing hernia sac. This was dissected circumferentially down to the fascia. The sac was then incised and excess fat was excised using cautery. The remainder of the fat was reduced into the abdominal cavity. This revealed a defect approximately 2 inches across. Palpation of the surrounding fascia revealed a prior mesh repair which was part of the abdominal wall. No other defects were found. This 2 inch defect was repaired using a small ventralex mesh. This was placed intraperitoneally with the gore-tex side towards the intestine. The mesh was then anchored circumferentially to surrounding strong fascial tissues using interrupted #1 prolene sutures. The mesh straps were also draped over the anterior fascia and anchored to the fascia using 0 prolene. Irrigation was performed. Seeing no evidence of bleeding, the subcutaneous tissue was irrigated and closed using interrupted 3 vicryl sutures. The skin was closed with staples. A sterile occlusive dressing and an abdominal binder were applied. The patient tolerated the procedure well, and was transferred to the recovery area in stable condition. There were no complications.¿ product identification for the alleged ¿gore-tex mesh¿ were not provided. (B)(6) 2010: (B)(6) md. Pathology report. Accession #: s10-[illegible]980. Specimen: hernia sac with possible mesh. Gross description: the specimen is identified as ¿hernia sac with possible mesh.¿ the specimen is received in formalin and consists of an irregular piece of bright tan to yellow and coarsely lobulated adipose tissue measuring 9.2 x 6 x 3.2 cm in greatest dimension. One aspect of the specimen is markedly form and coarsely lobulated. Sectioning through this firm area reveals a pink gray and glistening mesh like lining covering the adipose tissue. This mesh like lining is consistent wit the possible mesh like material described on the requisition form. The remaining adipose tissue is bright yellow to tan and grossly unremarkable. A representative section of the adipose tissue is submitted. Summary of sections: a) hernia sac. Microscopic diagnosis: soft tissue, ventral region, hernia repair: mesh material and mature adipose tissue. (B)(6) 2010: (B)(6) center. (B)(6) md. Discharge summary. Admit date: (B)(6) 2010:. Abdominal pain. Hospital course: on (B)(6) 2010 underwent repair of recurrent ventral incisional hernia with combination gore-tex/polypropylene mesh reinforcement, tolerated well. Discharge instructions: told to wear abdominal binder with no lifting of greater than 20 pounds for 1 month. Told to remove dressing in 3 days. Okay to shower. To follow her postoperative printed instruction sheet. (B)(6) 2010: [missing records: records for the CT scan showing ¿postoperative seroma¿ were not provided.] (B)(6) 2010: advanced radiology. (B)(6) md. Radiology ¿ pet/CT skull base to midthigh. Impression: focal collection anterior midline abdominal wall, as described on prior CT 04/28/10, which may represent postoperative seroma, although infected collection cannot be excluded. (B)(6) 2010: (B)(6) md. Office notes. Abdominal pain left upper quadrant, left lower quadrant. Plan: cat scan. (B)(6) 2010: (B)(6) center. (B)(6) md. Discharge summary. Admit date: (B)(6) 2010: cough, started 2 weeks prior. Was seen in emergency department 10/01/10, diagnosed with bronchitis, discharge on antibiotics, prednisone. Hospital course: admitted, intravenous antibiotics, steroids. Tapered to oral steroids. Discharge diagnoses: asthmatic bronchitis, chronic obstructive pulmonary disease, acute exacerbation of chronic bronchitis. (B)(6) 2010: (B)(6) center. (B)(6) md. History and physical. Complaint of severe epigastric abdominal pain at site of prior hernia repair. Abdomen: well-healed epigastric vertical incision. Area very tender, suggests possibility of underlying recurrence with possibly infection. Plan: admit. (B)(6) 2010:(B)(6) center. (B)(6) md. Radiology ¿ CT abdomen/pelvis. Indication: mid abdominal pain. Impression: no acute change from (B)(6) 2010: (B)(6) 2010: (B)(6) center. (B)(6) md. Discharge summary. Admit date: (B)(6) 2010: new onset worsening abdominal pain. Prior repair of incarcerated incisional ventral hernia with mesh. Workup did not reveal recurrence. Egd revealed gastric antrum nodule, hiatal hernia. Work note was given for lifting restriction, as component of this could be musculoskeletal. (B)(6) 2011: (B)(6) center. (B)(6) md. Discharge summary. History of cervical cancer, emphysema. Medications: prednisone. (B)(6) 2015: (B)(6) office notes. Smoker, daily dry cough worse in mornings and with cold air. History of reflux disease. Smokes 3-5 cigarettes per day, smoked for 35 years. Weight 232.00 pounds, bmi 35. (B)(6) 2017: (B)(6) hospital. (B)(6) md. Emergency room visit. Upper abdominal pain for 2 days. Medications: prednisone. Plan: followup recommended with gi. Diagnosis: acute upper abdominal pain. (B)(6) 2017: (B)(6) md. Radiology ¿ CT abdomen/pelvis. Indication: abdominal pain, upper abdomen with vomiting, history of hernia repair. Impression: midline fat-containing ventral hernia. Diverticulosis descending and sigmoid portions of colon. (B)(6) 2017: (B)(6) md. Office notes. Abdominal pain. Ventral hernia repair 7 years ago at prior laparoscopic cholecystectomy incision. CT scan showed evidence of recurrent ventral hernia containing fat. Impression/plan: schedule laparoscopic ventral incisional hernia repair with mesh. I have advised that likelihood of recurrence remains high as long as continues to smoke. Noted to have a chronic, hacking cough. Also discussed tobacco decreases wound healing capabilities. She understands these issues and claims she will attempt to quit smoking prior to surgery. I suggested she see primary care doctor to discuss using nicotine patch if necessary. (B)(6) 2017: (B)(6) office notes. Preoperative evaluation for laparoscopic ventral hernia repair. History of hysterectomy, current every day smoker. Gi: abdominal pain from the torn mesh. Weight 223 pounds, bmi 36.83. Exam: mild tenderness in upper abdomen in location of mesh. Plan: there are no contraindications to the planned procedure. (B)(6) 2017: (B)(6) center. (B)(6) md. Anesthesia record. Asa iii. Weight 228 pounds. (B)(6) 2017: (B)(6) hospital. (B)(6) md. Operative report. Pre-op diagnosis: recurrent epigastric ventral incisional hernia. Post-op diagnosis: recurrent epigastric ventral incisional hernia. Procedure: laparoscopic lysis of adhesions, laparoscopic removal of prior gore-tex mesh in the epigastrium, laparoscopic repair of recurrent epigastric ventral incisional hernia with 3.2 in ventralex mesh. Timeout verification: the correct identity of the patient was confirmed. Correct site confirmed. Procedure confirmed by the entire team. Positioning of the patient confirmed and correct. Equipment verified. Findings: ¿contraction of prior gore-tex mesh. Recurrent epigastric ventral hernia. Extensive adhesions in the lower midline, without evidence of incisional hernia. Specimen: removed gortex mesh. Indications/procedure detail: ¿the patient was brought in the operating room and placed in the supine position on the operating table. After induction of general endotracheal anesthesia, the abdomen was shaved, prepped and draped in sterile fashion using chloraprep solution. With the patient in trendelenburg position a veress needle was inserted via a subcostal approach. Saline drop test confirmed intraperitoneal placement of the needle. The abdomen was then insufflated to 14 mm carbon dioxide pressure. A 5 mm left lateral laparoscopic port was then placed. A 30¿ laparoscope was passed into the abdominal cavity and inspection of all 4 quadrants showed extensive adhesions in the epigastric midline with herniation of omentum. In addition, extensive adhesions were noted in the lower midline at the patient¿s prior hysterectomy incision. This was in an area where the patient had complained of tenderness. A left subcostal 10 mm port was then placed under direct vision of the laparoscope. Adhesions in the epigastrium were carefully taken down using the harmonic scalpel. The hernia defect was easily seen and care was taken to clear a significant rim of fascia in all directions around the defect. The prior gore-tex mesh was removed using harmonic scalpel and extracted from the abdominal cavity using a laparoscopic bag. After measuring the defect a generous piece of 3.2 in. Ventralex mesh was passed into the abdominal cavity after placing corner sutures of 0 prolene. The mesh was unrolled and oriented appropriately with the defect in the geometric center of the mesh. An endo-close device was then used through the abdominal wall to retrieve the anchoring stitches and exteriorize them. After anchoring the mesh the secure strap absorbable tacking instrument was used to anchor the mesh had [sic] its periphery at 1 cm intervals. The abdomen was slightly desufflated to make placement of the tacks easier. There was no bleeding encountered during procedure. Attention was then turned to the lower midline where sequential lysis of adhesions was performed to remove the adherent small bowel from the under lying surface of the prior hysterectomy incision. Inspection of the abdominal wall after clearing this area showed no evidence of ventral incisional hernia. A final inspection showed the mesh to be in good position with generous overlap on all sides of the defect. The abdomen was then desufflated under direct vision. Laparoscopic ports and instruments were then removed. The 10 mm port site was closed at the fascia level using a 0 vicryl stitch. All skin incisions were infiltrated wit 0.5% marcaine local anesthetic and closed wit 4-0 vicryl subcuticular suture. The steri-strips and sterile dressings were applied. All needle sponge and instrument counts were correct at the end of the procedure. There were no complications. Upon transfer to the stretcher, the patient was extubated and an abdominal binder was applied. The patient was transferred to the pacu in stable condition.¿ post-op condition: good. Disposition: discharge to home. Wound classification: class 1-clean. (B)(6) 2017: (B)(6) hospital. (B)(6) md. Pathology report. Accession #: s[1]7-06451. Clinical history/pre-operative dx: ventral incisional hernia without obstruction. Final diagnosis: mesh, removal: mesh with scant adherent fibrous tissue (gross diagnosis). Gross description: the specimen is labeled with patient¿s name ¿morgan, linda¿ and designated ¿mesh removal¿. The specimen is received in formalin and consists of an irregular fragment of tan white medical device consistent with mesh measuring 4 x 3 sx [sic] 0.7 cm. With scant adherent fibrous tissue. Identifying marks are noted. Sections are not submitted. Gross only. (B)(6) 2017: (B)(6) specialists. Postoperative instructions. Activity: no heavy lifting >10 pounds or strenuous activity until your office visit. Ok to walk, slowly climb stairs, travel in car as passenger, go outside. Resume these activities gradually. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions: d17: appropriate code/term not available for ¿false claim¿ and ¿withdrawn complaint¿. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g07002: appropriate term not available for false claim. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as false claim, no problem detected, and ¿withdrawn.¿ no further investigation is required at this time. Through gore's investigation we confirmed the device was not a gore device. No further investigation is required at this time. The complaint will be closed as a false claim. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open incisional ventral hernia repair on (B)(6) 2010 whereby an alleged gore device was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal requiring an additional surgery. Additional event specific information was not provided.